Event description:
On (B)(6) 2021, additional information was received from the patient. They reported that the battery needs to be replaced but they were still awaiting approval from the insurance for the surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins won't charge anymore. The patient was in the hospital for non-device related reasons for 8 weeks and hadn't charge ins during this time. The patient confirmed that she gets reposition antenna screen on the recharger when she tries to charge the ins. Troubleshooting was unable to be performed as the patient hasn't been to the hcp yet to address possible overdischarge. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received from the patient and it was reported that the patient met with the hcp on jan (B)(6) 2021 and made them aware on the reposition antenna screen. Tried a countdown and tried to charge stimulator. Failed six times. The patient is not able to charge the ins and plan to replace the battery.